Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory were (B)(6) 11:40a 260mg/dl, (B)(6) 11:33a 215, (B)(6) 11:28a lo, (B)(6) 4:30p 187 mg/dl. Customer was not sure if he used the same finger for the lo reading and the 215 mg/dl reading. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).